Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 20178565-2021-21993. It was reported the patient presented for routine device change out procedure. Device interrogation prior to the procedure revealed the right atrial (ra) and right ventricular (rv) leads exhibited noise. During procedure, an insulation abrasion was observed on both the leads. The physician opted to repair the leads. The patient was asymptomatic and stable.